Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet connected to a dexcom g6 could not display continuous glucose monitor (cgm) data or accept blood glucose entries, and the user saw a sensor reconnection alert; review showed the cgm session had reached the end of its wear period and the user planned to replace the sensor, with blood glucose unaffected. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to not starting a new cgm, with no applicable component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.